Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [127-000000d8] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: a review of the black box showed multiple call service 127 illegal battery alarms. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The battery cap was undamaged and was able to fit securely. Additionally, the display was dim and red. The pump powered up with auditory and vibratory alarms. The pump cover was removed to find no intermittent conditions to the printed circuit board. The call service issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.